Event description:
The customer reported that the display is blank. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that the burnt out cold cathode fluorescent lamp (ccfl) backlight causes the blank screen display.